Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a dimpled pump. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.

Manufacturer narrative:
Malfunction was reported. The ams700 pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 181877 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. The allegation was not confirmed, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to a dimpled pump. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well.